Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one endo clip iii 5mm clip applier with hemostay clip m/l. The visual inspection of the returned product noted the instrument was received fully applied with no clips remaining. No visual abnormalities were observed with the instrument. Functionally; the instrument was cycled and the interlock was not engaged. Microscopic evaluation of the distal shaft noted the clip follower was not advanced far enough to engage the interlock. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter. During a laparoscopic assisted distal gastrectomy, the user could not load the clip on the jaw. The procedure was completed with another device. There is no patient injury.